Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) which occurred on the homechoice during dwell 3/4. The home patient (hp) was connected at the time of the alarm. There was no obvious cause of the alarms. The supply bags were empty. The hp was instructed to discard the supplies and notify the nurse about the alarm and missed therapy. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The root cause of the system error 2240 alarm was undetermined. A batch review was not performed as the lot number was unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).